Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's scs ipg was inoperable. It is unknown if this occurred prematurely. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue. Patient now has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction d3 and g1: the manufacturing site was updated. Correction g8: the MFR report number should have been 3006705815 instead of 1627487.